Event description:
User facility reported the door of the unit closed while a staff member had her hand and arm in the unit to remove a basket from the dry side. No procedural delays or cancellations occurred. Staff member received medical treatment provided by the (B)(6) emergency room. She was sent home following the incident and returned to work on (B)(6) 2013 with light work duties. She is currently receiving physical therapy treatment.

Manufacturer narrative:
A steris service technician arrived onsite and found the door, located on the dry side of the unit, to be twisted and out of alignment. This was caused by the hospital staff prying the door open in order to release the staff member's hand and arm. The staff member injured during the incident stated that while pulling a basket out of the dry side, she dropped the basket onto the platform and her foot accidentally hit the start button, causing the door to lower and trap her arm. The staff member involved admitted she was unaware of how to stop the door from closing. The technician inspected the unit and found the stop button to be functioning properly in addition to all warning labels present and visible on the machine. The service technician realigned the door, repaired the lid button and f3 heater fuse holder assembly and fuse. A new switch assembly was ordered and installed. The unit was tested and confirmed to be operational. The technician reviewed proper use of the stop button and the importance of keeping hands free of door with the facility's manager. An in-service has been scheduled for (B)(4) 2013 in order for the staff to understand all safety concerns and proper use of device.